Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they called paramedics as his wife experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 42 mg/dl. Customer treated low blood glucose with glucose shot, glucagon and glucose tablet. Customer husband tried to treat his wife with glucose shot and orange juice and paramedics treated with intravenous fluid. Customer declined trouble shooting for low blood glucose. The device will not be returned for analysis.